Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited loss of capture and low impedance. The lead was capped and replaced. The patient was recovering.

Manufacturer narrative:
Correction: noise was also noted on the egms.